Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering examination investigation of the complained instrument has shown that the jaws of the inserter are difficult to move. The head of the instrument shows strong damages in the area of the bore. The investigation of the manufacturing and material documents has shown that the instrument was manufactured in february 2010 according to the specifications. No material or manufacturing fault could be detected. The investigation was unable to define the exact cause of failure. The complaint was determined to be indeterminate. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the inserter for elastic nails jammed during the procedure and could not be opened nor closed afterwards. Surgery time extended 15-30 min, there was no negative consequences for the patient. This is 1 if 1 report for complaint (B)(4).